Event description:
It was reported on (B)(6) 2014 that the patient was undergoing removal of the vns device. Although surgery is likely, it has not occurred to date. The physician had last seen the patient on (B)(6) 2010 when the patient was complaining of pain, but he did not believe it was related to the vns and instead thought it was related to musculoskeletal pain. It was reported that on (B)(6) 2009 that the patient had been in the ER with "excruciating pain over the site of her vns device." It was noted that the pain is constant and increases with deep breaths. The site took many x-rays and lab work, but no anomalies were noted on x-rays and no infection, swelling, drainage, fever, or open area noted, per physician. Cardiac problem was also ruled out. No trauma or manipulation occurred. It was stated the pain was unrelated to stimulation as her device has been turned off for a year. The patient's seizures and non-epileptic spells are currently controlled. The patient saw the surgeon around that time for consult and he didn¿t believe her pain was related to vns at all and he referred her to a specialist for musculoskeletal pain.

Manufacturer narrative:
.